Event description:
It was reported that this pacemaker system exhibited oversensing of non-physiological noise on the right atrial (ra) lead channel. This resulted in inappropriate atrial tachy response (atr) episodes. It was noted that isometric testing was performed, and the noise did not become worse. Other lead measurements were stable. No adverse patient effects were reported. Currently, this pacemaker system remains in service.